Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds 91007u116) was advanced to the mitral valve and the clip was deployed close to the posteromedial commissure. After deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A second cds (91101u274) was advanced in an attempt to stabilize the first clip, but it was not possible to capture both leaflets simultaneously due to the slight gap between them. The clip was not implanted and the cds was removed. One clip was implanted and the mr remained at 4+. The patient was weaned from intubation in the cath lab and was stable. It was noted that the mitraclip procedure was attempted in an inoperable patient with challenging mitral anatomical conditions. The patient will be referred to a transplant program. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause for the reported single leaflet device attachment was due to patient anatomy. The mitral regurgitation appears to be an outcome of the slda. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. The reported patient effect of unchanged mitral regurgitation is listed in the mitraclip instruction for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.